Event description:
Healthcare professional reported "a right side deflation." Device remains implanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation visual analysis of the returned device identified, more than three openings on anterior, posterior and radius, and white particles in shell. Leak test and microscopic analysis was performed which identified, more than three striated openings on anterior, posterior and radius. And observed, void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: more than three striated openings on anterior, posterior and radius assessed, as surgical damage.

Event description:
The device has been explanted.